Event description:
It was reported that the md inserted the sheath via the femoral artery. Prior to insertion, the md prepped the iab per instruction. As the md was advancing the iab through the sheath the iab unwrapped prematurely. As a result, the md inserted another iab. There were no reported patient complications. On 6/19/2007 information was received stating that the sheath was inserted into the pt. This new information changed the severity code to a reportable event.

Manufacturer narrative:
A follow-up report will be filed if more information becomes available.